Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited noise and out of range pacing impedance measurements, measuring greater than 2500 ohms on the right ventricular (rv) channel. The device received inappropriate anti-tachycardia pacing (atp) due to noise. The patient was seen in clinic and the noise was reproduceable. The healthcare professional (hcp) reviewed those episodes with technical services (ts) episodes and stated suspected lead fracture. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.